Event description:
A consumer reported that after a cataract extraction with intraocular lens (iol) implant procedure, she sees rays of light in both eyes. The doctor had informed that she would improve in around 15 to 20 days, but she informed that the rays remain, mainly at night, making it difficult to see when driving. She also reported that, she saw a line similar to "an eyelash or hair", interfering with her vision. She also informed about her eyes feel very dry, difficulty seeing far and near, difficulty looking in the mirror and that for reading she needed to use her old glasses to focus on the letters. There are two medical device reports associated with this patient. This report is associated with the left eye.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints for this lot. The manufacturer internal reference number is: (B)(4).